Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be in specification in relation to the reported blood back flow, which was not reproduced. The unit was tested using multiple parameters and backflow of fluid was not observed. Causality determination is limited without observation of the reported condition. Review of the history log shows that the device was not used on the given event occurrence date, (B)(6) 2015, however the condition does not rely on the pump being powered on.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump experienced blood backing up into the IV tubing in a nursing home. It was also reported there was no patient injury.